Manufacturer narrative:
Concomitant medical products: mcs-p3-31-aoa valve, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/seizures. It was then found that the right ventricular (rv) lead experienced high and rising impedance and high thresholds. Oversensing noise and loss of capture were also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.